Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty patient board. Additional issues were identified during the device evaluation: a worn-out video connector latch causing poor connections with pigtail cables, and software was recommended for an update to version 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the evis exera iii video system center did not display an image on the 180 series scopes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely due to a faulty patient board set. However, the specific cause of the faulty patient board set could not be established at this time. Olympus will continue to monitor field performance for this device.